Event description:
I have used poligrip from approximately fall of 1998 until the present day. Starting in 2002, I began experiencing numbness and tingling in my legs and feet. They are also sore to the touch. Blood tests show I have high levels of zinc in my blood. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use:1998 - 2009.